Event description:
The infant star 950 had a series of modules added to the current configuration in a vertical plane. The last module to be added causes the ventilator to have a very high center of gravity. The small wheels for moving the ventilator hit a metal expansion strip approx 2mm in height causing the ventilator to be toppled over when the ventilator was being pulled by the back bar. In the current ventilator configuration is top heavy and is prone to toppling over and could cause injury to others.